Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (damaged belt connector) was confirmed. Upon evaluation, the trunk cable connector pins were bent. The root cause of the bent pins is excessive insertion force while the pins were misaligned. No adverse event resulted from the damaged connector.

Event description:
A us distributor contacted zoll to report that a patient's belt connector was damaged.